Event description:
Customer reported several false negatives urine hcg results when testing with consult diagnostics hcg cassette vs. Ultrasound and/or blood test. The customer states they have had several issues where patients are 8-10 weeks pregnant and the pss hcg urine cassette shows a very faint line or negative; the lab only runs urine. The patient is sent for an ultrasound and/or blood test and the patient is pregnant and has a high quantitative result. The account does not run external controls on the kit, but states, the internal controls are always visible and the technicians are very experienced. The customer does not want to send kit for investigation and does not have patient specific information.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg120130-01, 100miu/ml hcg urine lot: hcg120223-01, 224.7iu/ml hcg urine lot: hcg111130-01. Summary of results: the retention devices meet qc specifications, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). The 244.7iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain products. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. As of (B)(4) 2012, three cases have been reported on this lot.